Event description:
Reporter alleged obtaining a discrepant blood glucose value of 103 mg/dl back to back with a result of 212 mg/dl when testing was performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.